Manufacturer narrative:
Additional information: b5, d4(serial, UDI), d10, g4, h3, h6 h3 evaluation summary: post market vigilance (pmv) led an evaluation of two devices and a photographic evaluation of one photograph of a staple line. Visual inspection of the returned products noted that the reloads were partially fired with the interlock engaged. The jaws were open. Staple pushers were visible at the 5cm cut line for both reloads. Functionally the reloads were loaded into a post market vigilance instrument, the interlocks were over ridden, and the reloads were applied to test media. All remaining staples were placed, and test media was cleanly transected. A visual inspection of the returned photo noted that malformed staples can be seen on tissue that has been removed from the patient cavity. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the partial fire condition with interlock engagement may occur if the firing button had been partially compressed and then the open button was pressed after pressing the green firing button. In this situation, the safety interlock feature will engage and prevent the loading unit from firing a second time. The root cause of the observed damage was found to be due to the device not being used as intended which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic revision of a gastric bypass, upon transection of the gastric pouch, the surgeon received with an error message (yellow triangle mark) on the led screen and was unable to continue the firing. This occurred with two reloads. The surgeon then inspected the staple line and found a clip and removed it. There was poor staple formation and incomplete staple line. The surgeon then used a black 60mm reload and fired medially to continue transection of the pouch as the tissue was very thick and there was several layers from the previous firing attempts. This firing and subsequent firings were performed as usual with no incident. A leak test was performed and was negative. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led a photographic evaluation of one photograph of a device. A visual inspection of the returned photo noted that malformed staples can be seen on tissue that has been removed from the patient cavity. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. A definitive root cause could not be determined with regard to the reported condition. Without the physical product, a definitive root cause could not be identified. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic revision of a gastric bypass, upon transection of the gastric pouch, the surgeon received with an error message (yellow triangle mark) on the light emitting diode (led) screen and was unable to continue the firing. This occurred with two reloads. The surgeon then inspected the staple line and found a clip and removed it. There was poor staple formation and incomplete staple line. The surgeon then used a black 60mm reload and fired medially to continue transection of the pouch as the tissue was very thick and there was several layers from the previous firing attempts. This firing and subsequent firings were performed as usual with no incident. A leak test was performed and was negative. There was no patient injury.